Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system. A patient sample gave an accutni result of 0.62 ng/ml and a repeat result of 0.45 ng/ml. Upon repeat on a different instrument it gave a result of 0.38 ng/ml. The erroneous result was reported outside of the laboratory and a corrected report was issued. Customer obtained elevated results for several other patients, but they were all within the risk stratification range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in plastic bd lihep plasma tube with gel separator. Qc run before the event was in range and was out-of-range high after the event. Customer noted some issues with the system check. A field service engineer (fse) was on-site (B)(4) 2009: fse checked alignments, cleaned aspirate probe tubing and replaced peristaltic pump. System check passed within specifications and precision testing passed. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.